Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to fill tubing but the pump could not proceed past filling. The customer reattempted to load the cartridge and received an inaccurate fill estimate after filling the cartridge. During troubleshooting with tandem technical support, cts assisted the customer and issues were resolved. There was no impact to the customer's blood glucose level.